Event description:
A user facility registered nurse (rn) reported to fresenius that this patient receiving hemodialysis experienced a significant blood loss event on (B)(6) 2025. It was noted that the venous end of the dialysis catheter became detached from the venous end of the dialysis bloodline and that it was possible the fresenius hemaclip failed. Additional information about the event was obtained through a follow-up call with the patient safety manager. It was confirmed that this patient was receiving hemodialysis for acute kidney injury (aki) associated with osteomyelitis of the right foot and diabetes. The patient had a central venous catheter (cvc) in place for hemodialysis, although the exact product could not be confirmed (not manufactured by fresenius). It was stated that on (B)(6) 2025, the patient¿s hemodialysis treatment was initiated utilizing a fresenius 2008 t machine (serial number unknown), fresenius blood lines (lot number unknown), and the fresenius hemaclip (lot number unknown). The patient safety manager stated there is no allegation against the fresenius t machine. It was reported all pre-treatment safety checks were performed and were within normal limits. Additionally, it was stated that there were no reported visual defects with the fresenius hemaclip. Per the patient safety manager, the fresenius blood line was secured to the cvc and that the fresenius hemaclip was attached to venous ends, per facility protocol. Approximately one hour into the hemodialysis treatment, the dialysis machine alarmed with low blood pressure reading (84/54 mm/hg). At this time, the patient care staff tended to the alarm and found that the patient was unresponsive. It was reported that the patient had a blanket which was covering the cvc access (against manufacturing instructions for use). Per the safety manager, when the blanket was pulled back from the patient it was discovered that the venous end of the cvc was separated from the fresenius bloodline and the patient had blood loss. It was reported that the hemaclip was still attached at the end of the fresenius bloodline but was no longer attached to the venous cvc end. The patient care staff discontinued the hemodialysis treatment. The safety manager stated that the patient was reinfused blood remaining in the dialysis circuit. It was reported that during this time, the patient did not have a pulse. As a result, a code was activated and the patient received resuscitation. The patient required intubation and resuscitation efforts were successful with return of spontaneous circulation (rosc). It was stated the patient¿s blood pressure returned to 127/71 mm/hg. The patient was subsequently transferred into the intensive care unit (ICU). The patient had a pre-treatment hemoglobin of 9.4 g/dl and a post event hemoglobin of 4.6 g/dl. This necessitated a blood transfusion with 2 units of blood. The patient safety manager stated the patient recovered from this event and was transferred back to a medical floor within the hospital (date unknown). It was indicated that the fresenius blood lines and fresenius hemosafe clip have been discarded. Per the safety manager, a product complaint was filed as part of a thorough investigation into all potential causes for this event. It was stated that there is no direct allegation of a product failure involving the fresenius product. Furthermore, it was discovered through this investigation that the patient had a history of moving and trying to stand up during hemodialysis treatments. The safety manager stated that the disconnection between the patient cvc and fresenius blood line may have been due to patient. It was stated that the patient is now required to have a sitter in the hospital room when receiving hemodialysis treatment.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the customer for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius combiset bloodlines shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility registered nurse (rn) reported to fresenius that this patient receiving hemodialysis experienced a significant blood loss event on 2/dec/2025. It was noted that the venous end of the dialysis catheter became detached from the venous end of the dialysis bloodline and that it was possible the fresenius hemaclip failed. Additional information about the event was obtained through a follow-up call with the patient safety manager. It was confirmed that this patient was receiving hemodialysis for acute kidney injury (aki) associated with osteomyelitis of the right foot and diabetes. The patient had a central venous catheter (cvc) in place for hemodialysis, although the exact product could not be confirmed (not manufactured by fresenius). It was stated that on 2/dec/2025, the patient¿s hemodialysis treatment was initiated utilizing a fresenius 2008 t machine (serial number: unknown), fresenius blood lines (lot number: unknown), and the fresenius hemaclip (lot number: unknown). The patient safety manager stated there is no allegation against the fresenius t machine. It was reported all pre-treatment safety checks were performed and were within normal limits. Additionally, it was stated that there were no reported visual defects with the fresenius hemaclip. Per the patient safety manager, the fresenius blood line was secured to the cvc and that the fresenius hemaclip was attached to venous ends, per facility protocol. Approximately one hour into the hemodialysis treatment, the dialysis machine alarmed with low blood pressure reading (84/54 mm/hg). At this time, the patient care staff tended to the alarm and found that the patient was unresponsive. It was reported that the patient had a blanket which was covering the cvc access (against manufacturing instructions for use). Per the safety manager, when the blanket was pulled back from the patient it was discovered that the venous end of the cvc was separated from the fresenius bloodline and the patient had blood loss. It was reported that the hemaclip was still attached at the end of the fresenius bloodline but was no longer attached to the venous cvc end. The patient care staff discontinued the hemodialysis treatment. The safety manager stated that the patient was reinfused blood remaining in the dialysis circuit. It was reported that during this time, the patient did not have a pulse. As a result, a code was activated and the patient received resuscitation. The patient required intubation and resuscitation efforts were successful with return of spontaneous circulation (rosc). It was stated the patient¿s blood pressure returned to 127/71 mm/hg. The patient was subsequently transferred into the intensive care unit (ICU). The patient had a pre-treatment hemoglobin of 9.4 g/dl and a post event hemoglobin of 4.6 g/dl. This necessitated a blood transfusion with 2 units of blood. The patient safety manager stated the patient recovered from this event and was transferred back to a medical floor within the hospital (date unknown). It was indicated that the fresenius blood lines and fresenius hemosafe clip have been discarded. Per the safety manager, a product complaint was filed as part of a thorough investigation into all potential causes for this event. It was stated that there is no direct allegation of a product failure involving the fresenius product. Furthermore, it was discovered through this investigation that the patient had a history of moving and trying to stand up during hemodialysis treatments. The safety manager stated that the disconnection between the patient cvc and fresenius blood line may have been due to patient. It was stated that the patient is now required to have a sitter in the hospital room when receiving hemodialysis treatment.

Manufacturer narrative:
Clinical review: a temporal relationship exists between a disconnection between a dialysis cvc (not a fresenius product) and the fresenius bloodline during hemodialysis and patient blood loss with cardiac arrest. The patient was resuscitated successfully and required a blood transfusion. The fresenius hemaclip is intended to decrease the possibility of a complete disconnection between dialysis catheters and the fresenius bloodlines (per manufacturer instructions for use (IFU). The fresenius hemaclip was attached to the end of the venous cvc and the venous fresenius bloodline to begin hemodialysis treatment. It was reported that the hemaclip was no longer attached to the venous cvc end when the disconnection was discovered. There were no reported visual defects with the hemaclip and the sample was discarded. The hemaclip IFU cautions the user to contact the dialysis catheter manufacturer as the that the hemaclip does not work with all catheter types. Additionally, the manufacturer IFU states that the connection between the fresenius bloodline and the dialysis catheter should always be visible and not be covered by a blanket. In this event, it was reported that a blanket was covering the patient¿s catheter. While it cannot be determined concretely what caused the disconnection to occur, it was reported that this patient tends to move/stand during dialysis treatment which may have caused the disconnection to occur. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported to fresenius that this patient receiving hemodialysis experienced a significant blood loss event on (B)(6) 2025. It was noted that the venous end of the dialysis catheter became detached from the venous end of the dialysis bloodline and that it was possible the fresenius hemaclip failed. Additional information about the event was obtained through a follow-up call with the patient safety manager. It was confirmed that this patient was receiving hemodialysis for acute kidney injury (aki) associated with osteomyelitis of the right foot and diabetes. The patient had a central venous catheter (cvc) in place for hemodialysis, although the exact product could not be confirmed (not manufactured by fresenius). It was stated that on (B)(6) 2025, the patient¿s hemodialysis treatment was initiated utilizing a fresenius 2008 t machine (serial number unknown), fresenius blood lines (lot number unknown), and the fresenius hemaclip (lot number unknown). The patient safety manager stated there is no allegation against the fresenius t machine. It was reported all pre-treatment safety checks were performed and were within normal limits. Additionally, it was stated that there were no reported visual defects with the fresenius hemaclip. Per the patient safety manager, the fresenius blood line was secured to the cvc and that the fresenius hemaclip was attached to venous ends, per facility protocol. Approximately one hour into the hemodialysis treatment, the dialysis machine alarmed with low blood pressure reading (84/54 mm/hg). At this time, the patient care staff tended to the alarm and found that the patient was unresponsive. It was reported that the patient had a blanket which was covering the cvc access (against manufacturing instructions for use). Per the safety manager, when the blanket was pulled back from the patient it was discovered that the venous end of the cvc was separated from the fresenius bloodline and the patient had blood loss. It was reported that the hemaclip was still attached at the end of the fresenius bloodline but was no longer attached to the venous cvc end. The patient care staff discontinued the hemodialysis treatment. The safety manager stated that the patient was reinfused blood remaining in the dialysis circuit. It was reported that during this time, the patient did not have a pulse. As a result, a code was activated and the patient received resuscitation. The patient required intubation and resuscitation efforts were successful with return of spontaneous circulation (rosc). It was stated the patient¿s blood pressure returned to 127/71 mm/hg. The patient was subsequently transferred into the intensive care unit (ICU). The patient had a pre-treatment hemoglobin of 9.4 g/dl and a post event hemoglobin of 4.6 g/dl. This necessitated a blood transfusion with 2 units of blood. The patient safety manager stated the patient recovered from this event and was transferred back to a medical floor within the hospital (date unknown). It was indicated that the fresenius blood lines and fresenius hemosafe clip have been discarded. Per the safety manager, a product complaint was filed as part of a thorough investigation into all potential causes for this event. It was stated that there is no direct allegation of a product failure involving the fresenius product. Furthermore, it was discovered through this investigation that the patient had a history of moving and trying to stand up during hemodialysis treatments. The safety manager stated that the disconnection between the patient cvc and fresenius blood line may have been due to patient. It was stated that the patient is now required to have a sitter in the hospital room when receiving hemodialysis treatment.

Manufacturer narrative:
Correction: h6 (type of investigation), h10 (plant investigation) plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the customer for the three (3) month time frame which immediately preceded the event occurrence date. No information in the sap system was found indicating that the affected product was delivered to the clinic. A device history record (DHR) review could not be performed in the absence of any lot numbers. The reported issue could not be confirmed. A definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.